Event description:
Customer stated that his tens unit exploded while he was using it to treat his persistent neck pain. The explosion occurred at 3am on the morning of monday, (B)(6) 2018 in the bedroom of his residence. He states that he has police and fire department reports. He states that he was awakened in the wee-hours by neck pain, and proceeded to apply the leads to the painful area (the approximate sites shown in the upper pair of electrodes in option 1 of the illustration for neck pain placement which accompanied the device and instructions). He turned the time to c, and then the intensity to 12, settings he had previously used many times with considerable benefit. While he did not record the exact time he applied the device, he would estimate it to have been around 1:30am. He then started to read his recent issue of the economist, while waiting for the pain to diminish to a level where sleep was possible - bu the ensuing bang!, flash of flames and billowing, acrid smoke dashed any hope of sleep for the rest of the night! As soon as he had extinguished the flames, which he states took 30+- seconds, and opened windows to clear the room of smoke, he called 911 and the fire department responded within minutes, the police minutes later. The device was about 1/3 destroyed: what wasn't destroyed was severely scorched, and molten case and wires were blown some distance from the site of the actual explosion, 1/2 of the partially melted battery was imbedded in the carpet about 4 feet away. While he states he was only the length of the electrode wires away from the device when it blew, he was not seriously injured. He reports an "acid burn" on the lower part of his right arm, according to the fire chief. The device is currently in possession of the insurance company for investigation.